Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus china. Olympus china confirmed the following on the subject device. The appearance confirmed no irregularity. By replacing the cable unit, the defect in the image was solved. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the following causes. The camera head could not communicate with the processor because the cable was damaged. The cable was damaged because of the user handling.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation before use, the endoscopic image of the subject device disappeared. The user replaced the subject device to another device and completed the procedure. The subject device was used with the otv-s400. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable, however there was no abnormality on the exterior and the inside of the subject device also there was no water leakage on the subject device. There was no report of patient injury associated with the event.